Event description:
It was reported that the patient underwent a direct lateral interbody fusion (dlif) with lateral approach from l2 to l5. The physician put an 11mm pin into the 11 dlif retractor. The physician went to expand the tubes slightly. Approximately 4-5mm of the distal tip broke off inside the vertebral body. The broken portion remained in the patient; there was no way to recover the broken piece.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.